Event description:
Contact reported that pump display would freeze. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined follow-up.